Manufacturer narrative:
(B)(4): (eval method, results, conclusions): the investigation is still ongoing on this event. When the investigation is completed, a follow up report will be sent to the FDA.

Event description:
The patient was under anesthesia and scanned with the synergy body coil for an abdomen examination and the sense flex-l coil for a pelvis examination. After the examination 2 second degree burns (2 cm and 1 cm) were observed on the fingers of the right hand.